Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the mechanism inside the centrifugal pump was wobbling. The device was changed out and replaced with another centrifugal pump from the same lot number, the mechanism inside was also wobbling. There was no pt involvement as this occurred during prime. The surgery was completed successfully.